Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
It was reported that during an atrial fibrillation ablation procedure, a versacross connect for faradrive was selected for use. It was noted that during insertion of wire into access sheath, the wire was damaged (bent/kinked). Also, the rf wire was sheared from non-boston scientific access needle. Thus, the wire was replaced and the procedure was completed successfully. No patient complications occurred. The device is not expected to be returned for analysis (disposed).